Event description:
It was reported that the insertable cardiac monitor (icm) was unable to be interrogated. No patient was involved. The icm was not used.

Manufacturer narrative:
Customer complaint of failure to interrogate was confirmed. The device was received from the field with battery voltage having reached end of life. Analysis found the device could not establish telemetry and device image could not be saved. Longevity assessment was performed, and device was found to have premature discharge of battery. Device was cut open and high drain current on the hybrid was noted. Further electrical and mechanical testing was performed, and high current was confirmed on an integrated circuit.